Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the correct size of the device was a 32mm x 3.00mm ion stent.

Event description:
It was reported that shaft break occurred. An ion stent was selected; however, the shaft separated. No patient complications were reported.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).